Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that device randomly power cycles when not in use on the revel ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire medical received the device for evaluation. Service tech was able to verify the reported power cycling issues. An inspection revealed this is being caused by a non-conforming lower encoder panel , this will have to be replaced. Additional problem found:unit failed initial final test at port to port leak test due to a non-coforming exhalation module, this will have to be replaced. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.